Manufacturer narrative:
Exact date unknown, event occurred one year ago. Explanted date: one year ago.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. The explanted device component will not be returned. No further information has been obtained despite good faith efforts.